Event description:
Suspected pump thrombosis in setting of elevated lactic acid dehydrogenase (up to 725) and computed tomography angiography that revealed "smoothly contoured indentation of the right side of the outflow cannula versus eccentric adherent thrombus. This results in approximately 40% luminal narrowing". Became aware of event this hospitalization, but increased suspicion with cta done a month later. Patient was being treated for influenza and then pneumonia, infectious processes are known to increase the risk for developing pump thrombosis. The healthcare professional¿s impression of how the device may have caused or contributed to the adverse event is that in setting of subtherapeutic international normalized ratio (inr) 1.7 and infectious process, blood was not properly anticoagulated and adhered to the outflow graft and/or pump.